Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. No other damages or defects were found. The tear is confirmed to have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 385 mg/dl while wearing the pod between 5 and 24 hours. The pod's adhesive was wet and after removing the pod from the infusion site (abdomen), there was blood around the infusion site. As treatment, a new pod was applied. The device investigation observed an exposed cannula damage and fluid leakage during testing.